Manufacturer narrative:
Patient involvement as the air leak could cause hypoxia. This is a reportable event.

Event description:
Air leak after 10 days.

Event description:
Air leak after 10 days

Manufacturer narrative:
Patient involvement as the air leak could cause hypoxia. This is a reportable event based on the preliminary report from welllead and with the samples stuck in customs - "at this stage, we could not determine if the inflation tube had suffer an over pull-force, but also not found the product assembly failure according to information available, the root cause could not be determined yet."